Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and embedded device ('the uterus was dissected and the essure device was located in the myometrium') in a 20-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included heavy periods, vaginal bleeding, menometrorrhagia, gravida, sinusitis, cough, ear pain, facial pain, headache, nasal congestion, nasal itching, rhinorrhea, sneezing, abdominal pain, anemia of pregnancy, multigravida, parity 3, urinary tract infection, peripheral swelling and miscarriage. Previously administered products included for birth control: mirena; for an unreported indication: depo provera. Concurrent conditions included fatigue, dizzy, shaky feelings, nausea, suprapubic pain, cramp in lower abdomen, back pain, morning sickness, vomiting, genitourinary tract infection, dysuria, frequency urinary, pain in extremity, acute bronchitis, vertigo, joint swelling, vaginal discharge and adnexa uteri pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), depression ("psychological or psychiatric problems - condition : depression") and anxiety ("psychological or psychiatric problems - condition : mental anguish"), 1 month 9 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy at 37 weeks /pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("low back pain"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with amoxicillin, cefalexin (keflex) and surgery (diagnostic laparoscopy, bilateral salpingectomy, laparoscopic assisted vaginal hysterectomy and hysterectomy (partial) , tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and back pain had resolved and the embedded device, pregnancy with contraceptive device, menorrhagia, depression, anxiety, genital haemorrhage, mental disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 2 visible rings on the right and 3 visible rings on the left. The patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted - hsg result has been provided, however, as per this version "patient did not undergo essure confirmation test". She received treatment for pelvic pain, abdominal pain, back pain and psychological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records:'pregnancy at 37 weeks'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received : event "the uterus was dissected and the essure device was located in the myometrium", reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and embedded device ('the uterus was dissected and the essure device was located in the myometrium') in a 20-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included heavy periods, vaginal bleeding, menometrorrhagia, gravida, sinusitis, cough, ear pain, facial pain, headache, nasal congestion, nasal itching, rhinorrhea, sneezing, abdominal pain, anemia of pregnancy, multigravida, parity 3, urinary tract infection, peripheral swelling and miscarriage. Previously administered products included for birth control: mirena; for an unreported indication: depo provera. Concurrent conditions included fatigue, dizzy, shaky feelings, nausea, suprapubic pain, cramp in lower abdomen, back pain, morning sickness, vomiting, genitourinary tract infection, dysuria, frequency urinary, pain in extremity, acute bronchitis, vertigo, joint swelling, vaginal discharge and adnexa uteri pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), depression ("psychological or psychiatric problems - condition : depression") and anxiety ("psychological or psychiatric problems - condition : mental anguish"), 1 month 9 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy at 37 weeks /pregnancy (no complications),"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("low back pain"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with amoxicillin, cefalexin (keflex) and surgery (diagnostic laparoscopy, bilateral salpingectomy, laparoscopic assisted vaginal hysterectomy and hysterectomy (partial) , tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and back pain had resolved and the embedded device, pregnancy with contraceptive device, menorrhagia, depression, anxiety, genital haemorrhage, mental disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, depression, embedded device, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 2 visible rings on the right and 3 visible rings on the left. The patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted - hsg result has been provided, however, as per this version "patient did not undergo essure confirmation test". She received treatment for pelvic pain, abdominal pain, back pain and psychological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records:'pregnancy at 37 weeks'. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 20-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included heavy periods, vaginal bleeding, menometrorrhagia, gravida, sinusitis, cough, ear pain, facial pain, headache, nasal congestion, nasal itching, rhinorrhea, sneezing, abdominal pain, anemia of pregnancy, multigravida, parity 3, urinary tract infection, peripheral swelling and miscarriage. Previously administered products included for birth control: mirena; for an unreported indication: depo provera. Concurrent conditions included fatigue, dizzy, shaky feelings, nausea, suprapubic pain, cramp in lower abdomen, back pain, morning sickness, vomiting, genitourinary tract infection, dysuria, frequency urinary, pain in extremity, acute bronchitis, vertigo, joint swelling, vaginal discharge and adnexa uteri pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestimate (trinessa) from (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 for contraception as well as ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia),"), depression ("psychological or psychiatric problems - condition : depression") and anxiety ("psychological or psychiatric problems - condition : mental anguish"), 1 month 9 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy at 37 weeks /pregnancy (no complications),"). On an unknown date, the patient experienced back pain ("low back pain"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with amoxicillin, cefalexin (keflex) and surgery (hysterectomy (partial) , tubal ligation). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and back pain had resolved and the pregnancy with contraceptive device, menorrhagia, depression, anxiety, genital haemorrhage, mental disorder and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 2 visible rings on the right and 3 visible rings on the left. The patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted - hsg result has been provided, however, as per this version "patient did not undergo essure confirmation test." She received treatment for pelvic pain, abdominal pain, back pain and psychological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records:'pregnancy at 37 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events post procedural complication, psychological disorder and genital bleeding, outcome of event, rcc and reference updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included heavy periods, vaginal bleeding, menometrorrhagia, gravida, sinusitis, cough, ear pain, facial pain, headache, nasal congestion, nasal itching, rhinorrhea, sneezing, abdominal pain, anemia of pregnancy, multigravida, parity 3, urinary tract infection, peripheral swelling and miscarriage. Previously administered products included for birth control: mirena; for an unreported indication: depo provera. Concurrent conditions included fatigue, dizzy, shaky feelings, nausea, suprapubic pain, cramp in lower abdomen, back pain, morning sickness, vomiting, genitourinary tract infection, dysuria, frequency urinary, pain in extremity, acute bronchitis, vertigo, joint swelling, vaginal discharge and adnexa uteri pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol; norgestimate (trinessa) from (B)(6) 2012 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as ascorbic acid;betacarotene; calcium carbonate; colecalciferol; docosahexaenoic acid; ferrous fumarate; folic acid; nicotinamide; pyridoxine hydrochloride; riboflavin; thiamine mononitrate; tocopheryl acetate; vitamin b12 nos; zinc oxide (prenatal multivitamin + dha). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"), 1 month 9 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy at 37 weeks /pregnancy (no complications),"). On an unknown date, the patient experienced back pain ("low back pain"). The patient was treated with amoxicillin, cefalexin (keflex) and surgery (hysterectomy (partial) , tubal ligation). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, menorrhagia, depression and anxiety outcome was unknown, the vaginal haemorrhage had resolved and the back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- 2 visible rings on the right and 3 visible rings on the left. The patient did not have her essure removed, however, is currently planning for removal. Discrepancy noted - hsg result has been provided, however, as per this version "patient did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records:'pregnancy at 37 weeks'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: event lower back pain added. Case become incident essure removal surgery and date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.